Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that insulin delivery was suspended for an unspecified reason. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin delivery.